Event description:
It was reported that during a rotational atherectomy procedure, the ex sup rtw guide wire fractured. The lesion was located in the 90% stenosed and calcified distal left circumflex coronary artery. The physician was able to cross the lesion with a bmw guide wire; however, an ivus catheter was unable to cross the lesion. Following ablation of the lesion with a burr (size unk), the physician was going to exchange for a larger size burr. The guide wire fractured while platforming a burr (size unk) outside of the patient. The procedure was completed with another of the same device. Patient status is listed as "good".

Manufacturer narrative:
H6. The wire was disposed; therefore, no direct product analysis could be performed. The root cause of this complaint could not be determined.